Event description:
Information received with return of the explanted device does not address the patient's clinical status but notes loss of atrial sensing. When the lead tested normal via an analyzer, the pulse generator was replaced.